Event description:
It was reported by the customer that they are not able to power the unit on or off. Sometimes the unit powers itself on and off by itself and will not engage in monitoring. No pt incident was reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.